Event description:
During an embolism procedure, the pxslim was accidently kinked by the physician; making it difficult to pass any length ruby coil. The two ruby coils were kinked in the pusher assembly by the technician due to resistance upon advancement. Once the physician took over, they were too damaged to risk being used.

Manufacturer narrative:
Conclusions: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00018 and 00019. Device was scrapped by hospital.